Manufacturer narrative:
(B)(4). The service engineer (se) found the I/o color printed circuit board assembly was not making proper connection with the liquid crystal display (lcd) panel. The se replaced the liquid crystal display (lcd) panel. The ventilator passed self-testing.

Event description:
The customer reported, during patient use, the ventilator's lower display was white. The patient was removed from the ventilator. No harm to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.